Manufacturer narrative:
On 06/27/2022 precision medical inc was notified that there was an apparent fire with an incubator set-up which included the pm65 aspirator. The device was manufactured over 10 years ago which is past the expected lifetime for the device. Precision medical inc received the pm65 aspirator back for evaluation which contained apparent smog/soot around the external charging connector. Charger/power supply was not returned for investigation. It is unknown if the device has ever been serviced; however the battery was replaced by the customer as it was not a precision medical supplied battery. Review of maude database for product code (bta) from 2011 to present indicates no trending of fires. Internal complaint data which indicates no issues related to fire for the pm65 since the release of the device on 04/01/1998. Approximately (B)(4) devices shipped with no complaints related to fires. Origin of the fire is most likely the external charging connector as it has the darkest most concerted charr on the device; however, the power supply and photos of the power source were not provided; therefore no decisive conclusion of source can be confirmed. Should additional information become available a follow-up report will be submitted.

Event description:
Customer stated when staff came in the morning they saw soot from an apparent small fire covering most of the equipment on the incubator. There was no fire when they came in that morning just the black soot. The incident stated happened overnight when no one was around. Precision medical inc pm65 aspirator was part of the equipment on the incubator.